Manufacturer narrative:
This report is submitted on may 19, 2020.

Event description:
Per the surgeon, the patient required a longer abutment. When the abutment was being changed on (B)(6) 2020 the skin was debrided and a topical antibiotic was applied.